Manufacturer narrative:
(B)(4). It was reported that the barbed suture was used on the fascia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2015 and barbed suture was used. During the procedure the fixation broke off. Another suture was used to close the area. There were no adverse patient consequences reported. Additional information was requested.